Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose level was 400 mg/dl. Customer changed cartridge and infusion set to address the issue. Ultimately, the customer reverted to a back up pump for insulin therapy.